Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer row of cubies was unable to recover. A field service engineer (fse) shut down the medstation and removed the back panel. The fse disconnected and reconnected the row board cable from the drawer control board. After manually releasing the drawer, the fse disconnected and reconnected the row board cable from the cubie tray. The drawer had been closed, the back panel was locked, and the station was powered back on resolving the issue and proper functionality was ensured. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, storage space was unable to recover. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.